Event description:
The radiopaque marker detached from this infusion catheter upon forcible withdrawal of the catheter after an unsuccessful thrombolysis procedure. Co follow up info revealed a limb salvage thrombolysis procedure was performed. Advancement of this catheter, through an unk introducer sheath, at the onset of the procedure was met with resistance. The catheter was eventually placed and remained in place over night. When it was decided the thrombolysis was not to be successful the catheter was removed. Removal through the introducer sheath was again met with resistance. The catheter was forcibly removed. The radiopaque markers were noted to be on the distal end of the guidewire which remained in the pt. The markers were purposely pushed into the existing clot in the pt's graft. An amputation procedure was performed the next day because of the unsuccessful last-ditch thrombolysis procedure. The device was destroyed by the user facility. Therefore, no failure analysis will be available. Co does not attribute this event to the device. Co's directions for use state: "do not advance if resistance is met without first determining the cause of resistance under fluroscopy and taking any necessary remedial action."